Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer displayed an error message when powered on. The error cleared when power was cycled off and then on. The programmer remains in use. No patient complications were reported as a result of this event.